Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Log file analysis revealed a sudden, sustained decrease in power consumption and estimated flow starting on (B)(6) 2021. A sudden increase in power consumption associated with a manual change in pump rotational speed was recorded on (B)(6) 2021. No alarms were logged within the analyzed period. Based on the available information, the reported high power and "grinding sound" events could not be confirmed. Information received from the site indicated that the patient presented with hemoglobinuria and elevated lactate dehydrogenase (ldh) and had subtherapeutic international normalized ratio (inr). An inflow cannula occlusion or thrombus was suspected, and the patient was treated with anticoagulants and medications. A transesophageal echocardiogram showed a dilated left ventricle with aortic valve opening, even with speed increase. The patient was later treated with tissue plasminogen activator (tpa), after which the patient's ldh improved. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flow/low power event can be attributed, but not limited, to external factors such as thrombus at the inflow cannula. Based on the risk documentation, the reported "grinding sound" event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of an vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited high power and it was suspected of having a inflow cannula occlusion or thrombus. The patient presented with hemoglobinuria and elevated lactate dehydrogenase (ldh) and had subtherapeutic international normalized ratio (inr) below two. An echocardiogram, transesophageal echocardiogram (tee) and computerized tomography (CT) scan was performed and the patient was treated with anticoagulants and medications. The patient's ldh had increased to 1100 and had decreased to 930 when anticoagulation was increased. There was no outflow graft obstruction showed on the CT scan. The tee showed dilated left ventricle with aortic valve opening even with speed increase. It was further stated that the patient's ldh had decreased some to the 800's. There was a grinding sound in the left vad and the patient was treated with tissue plasminogen activator (tpa) and stopped as the patient's ldh has improved to the 600's. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.